Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0h2zn, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0h2zn, implanted: (B)(6) 2014, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was an infection. The patient was in the healthcare professional¿s office on the date of this report for a possible infection at the pocket site. It was noted that they were going to culture as there was pus there and if there was an infection they would explant the implantable neurostimulator (ins). An exact date as to when clinical symptoms had begun was unknown. Additional information received reported the battery and extension were explanted on (B)(6) 2014. It was noted that the leads were capped and saved. It was noted that the patient had been picking at the battery pack scar/incision after surgery and the healthcare professional felt that was the source of the infection. Patient would be re-implanted after a course of antibiotics.